Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced postprandial hypoglycemia with a documented blood glucose nadir of 48 mg/dl lasting about one hour, believed by the user to be related to an aggressive glucose target, and treated orally with juice and carbohydrates without a meal announcement while correcting the low. Symptoms included hypoglycemia and generalized muscle weakness affecting the legs, arms, and hands. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.